Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. No injury or medical intervention was reported.calibration was performed during rapid rate of change and loss of antenna. The dexcom g4 platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the out of range symbol shows in the status area.